Event description:
Following advancement of the introducer sheath to almost the target site, the dr inadvertenly skipped the step of retracting the 18 fr sheath to the white marker of the device catheters. The trunk-ipsilateral device was thus fully inside the sheath upon deployment, and the device was accidentally deployed entirely inside the 18 fr sheath. The dr attempted to remove the device and the sheath as one unit. During removal, approx 1.5 cm of the proximal device end became unsheathed, such that the anchors began lodging themselves into the vessel wall near the aortic bifurcation. This caused great difficulty in the removal of the device through the sheath. The dr used snares to try and compress the flowering proximal portion of the device, to make it fit back through the sheath, however, this was unsuccessful. The pt was converted to open aaa repair. The device was removed and a dacron bifurcated vascular graft was surgically placed.